Event description:
The 840 ventilator will go inoperative when connected to a flowmeter with a diameter index safety system (diss) output port. This usually happens when oxygen is turned up on the flowmeter and the ventilator is set to deliver a high concentration of oxygen. Ventilator stops working and goes into ventilator inoperative with no warning of what happened presented to the operator.an outlet that has restricted flow due to age also contributes to this problem. To solve the problem, cannot use a flowmeter that also feeds the ventilator. Insufficient flow causes the ventilator to stop working with no indication that oxygen is the problem of the vent inop condition.